Event description:
I have a g7 cgm, the g7 does not perform as well as the g6 sensor. It sends the information to my insulin pump and will correct for high blood sugar. The g7 sensor as berm reading high in compare to finger sticks. Since my pump uses the information from the g7 if it is reading high it will bolus with too much insulin. I don't appreciate that. I would rather have the older g6 sensor with tracked much more accurately.